Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (approximately 40-50 mg/dl). Reportedly, the customer did not consume enough food for the intended amount of bolus delivered. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.